Event description:
It was reported that the joystick on a powered wheelchair was not functioning properly and left the user standed. There was no report of user injury or medical intervention.

Manufacturer narrative:
.